Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed that the possible cause of the reported event was accidental failure or ageing of one of the following parts of the device: thermoswitch, mainboard, lamp, igniter, or power supply unit. Additionally, if the ventilation of the light source was blocked by a wall or dust accumulation in the ventilation hole, the ventilation would not be sufficiently performed, and the temperature inside the equipment might increased. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: "keep the ventilation grill of the light source clean. The vent is in the rear pane, if blocked, it may cause overheating or damage to the device. Use a vacuum cleaner to clean the ventilation grille and vacuum with a vacuum cleaner to apply the vacuum."

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the olympus sales representative that reported the error code. Tac mentioned the error code occurs when the temperature switch in the clv-190 detects a temperature over the acceptable limit. Tac asked the sales representative to confirm if the unit had the correct maj-1817 xenon lamp and to verify the vents were not blocked to allow the appropriate air flow. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that an e101 error code occurred with the evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.